Event description:
A complaint was rec'd from a customer that reported that the glucometer elite system was not working right. Customer reportedly had received very erratic results. Examples were 367 mg/dl and then immediately afterwards a result of 68 mg/dl. While on the phone a review of the system attmepted. The customer did not have the electronic check strip so the electronic function of the system could not be verified. The customer was using elite strips lot number 1g05hj expiry dated 1/3. In addition, the customer was using alcohol to cleanse the sampling site area which if left wet could have contributed to the erratic results. A request was made to return the entire system for eval. This includes the reagent. In the meantime a replacement system is being provided.